Event description:
It was reported a right ventricular lead alert showed there was a high rate of non-sustained episodes, the sensing integrity counter was noted, and there was evidence of double counting. Additionally, there was t wave over-sensing due to premature ventricular contractions and the lead integrity alert was found to be inappropriate. No intervention was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a right ventricular lead integrity alert, but the criteria were not met. If information is provided in the future, a supplemental report will be issued.